Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated, and without the device to analyze, a cause for the material protrusion/extrusion could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. Two mitraclips were implanted. During the procedure, the actuator knob (blue color) retracted further than expected for one of the clips. There were no reported adverse patient effects or clinically significant delay. The mr was reduced to grade 1.

Manufacturer narrative:
The reported material protrusion/extrusion was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated, and the reported material protrusion/extrusion of the actuator assembly is a normal function of the device. There is no indication of a product issue with respect to manufacture, design or labeling.